Event description:
Per the clinic, the patient experienced an infection and discharge at implant site and subsequently was treated with oral antibiotics (specific date and duration not reported). The implanted device remains.

Manufacturer narrative:
This report is submitted on march 14, 2022.